Event description:
On (B)(6) 2014, it was reported that on (B)(6) 2013 the patient was found in a coma by his neighbors. The neighbors called emergency services and the patient was taken to the hospital. The patient's blood glucose level was 69.3 mmol/l (1247.4 mg/dl) in the emergency room. The patient was diagnosed with diabetic ketoacidosis. The ambulance personnel noted "insulinpumpdefect" for the patient's status. At the time of report, not further information was available about the patient's infusion device. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.